Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, no com pump to xmtr, charge/battery lasts less than expected, device unable to charge, led anomaly. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l, mmt-7715, mmt-7841zn. Cust is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger green led light is solid green for more than 15-20 seconds. Customer tried other charger and behavior was not replicated. Customer reported receiving replace battery alert/replace battery now alarm after receiving a low battery warning. Pump is behaving normally. Customer reported a loss of communication between the transmitter and the pump. Transmitter is oow. Advised customer that continuing to use the transmitter past 1 year may result in reduced battery life, frequent loss of communication, or increased alerts. Advised customer of the process to obtain a new transmitter. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l. Mmt-7715 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.